Event description:
I had a kugel hernia mesh implanted and suffered serious complications after outpatient surgery and had to be hospitalized for approx two weeks. I am still having serious complications from the surgery such as abdominal pain and bulging at the site of the surgery. I have tried but been unable to work efficiently since the surgery. My health and mental state have been severely affected since I have been unable to work and support my family, and my wife has had to take over the main role of supporting our family. I am in dire need of some kind of action to correct this. I am uncertan at this point what my actual date of surgery was, but will be contacting hospital to obtain this info. I am concerned now more than ever, because I have seen the recall for this product, which explains the symptoms I have been having since my surgery. I am concerned for my health and the welfare of my family.